Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information was requested. No additional information can be anticipated. (B)(4).

Event description:
A technician reported that dull knife blades have been experienced. Procedure and patient involvement information is unknown, but alternate knives were reported to be necessary. Additional information has been requested. Additional information was received from the reporting technician who confirmed that there was no patient impact associated with this report. No lot number information or sample was retained. No further information can be anticipated.